Event description:
It was reported that several patients felt an electrical shocking sensation similar to that experienced with a static shock during use of a cavitron plus scaler; there is no indication that injury occurred in any of the cases.

Manufacturer narrative:
Though there was no report of injury, because complete evaluation results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Therefore, this event is reportable per 21 cfr 803. The device is available for evaluation, though has not been received by the manufacturer as of this report. Evaluation results will be submitted as they become available.